Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) with paddles, the device's energy level was set to 120 joules and the device delivered 7.2 joules. The clinician then set the device to 200 joules and the device delivered 9 joules. The clinician then opened the pt's chest and performed defibrillation with the internal handles. The internal handles appeared to deliver the correct amount of energy. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. Two sets of paddles were returned with the device, functional testing of both sets was not able to duplicate the reported problem. The device was returned to the customer.